Event description:
During service, failure code 703 was confirmed to have occurred in the event history. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.